Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reported a "slit-like open area above the stoma where the stoma and skin meet, resulting in a drop of blood at this site." He went on to report that he experienced pain at the six o'clock area of the stoma. According to the end user, this was caused by the use of the stomahesive skin wafer.